Event description:
Information received with return of the explanted device notes that the patient was very sensitive to the loss of capture exhibited by the pacemaker when the telemetry wand was in place. Capture was restored when the telemetry wand was removed.